Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 51.7cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, it was noted that the shaft broke at the 90cm marker band on the shaft. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, it was noted that the shaft broke at the 90cm marker band on the shaft. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.